Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer had tried to reboot the station and had performed the drawer recovery, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) replaced cubie 3.2 c1 and tested issue was resolved. The system functioned as intended after the field service engineer repaired the device.